Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the screen froze at start-up however the hard drive was reconfigured and the software was reloaded. Analysis also noted that the left keyboard hinge was broken and it was replaced. The unit passed final functional and systems tests and no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen had frozen and that its keypad was broken. Follow-up indicated that the screen froze at start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.